Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device displayed a low battery error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, and the patient was moved to another device. There was no reported impact to patient. The biomedical engineer (bme) called technical support to report that the device displayed a low battery error message. The remote service engineer (rse) advised the bme to confirm the 24-volt power supply was operating within specification. The bme confirmed that the 24-volt power supply was reading zero. The rse advised the bme to swap the power cords, and the bme informed that swapping the power cords resolved the issue. The bme verified that the device charged the battery, and the 24-volt power supply operating within specification. The rse advised the bme to charge the battery overnight. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.